Manufacturer narrative:
The reported defective device has yet to be returned to the manufacturer for a device evaluation. An investigation into the root cause for product problem is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
An end user reported an issue with a 6f low profile plastic bioflo vortex port. It was reported that the patient began developing symptoms of an infection on (B)(6) 2023. The patient was seen by the physician, the following day, and was prescribed ciproflaxcin with rocephin after culturing the site. The patient's culture returned with positive results for staphylococcus aureus. After antibiotic treatment, cultures were negative; however, the tract still remained inflamed but the port pocket was not involved. Ultimately, the port was removed and it was noted that at the time of removal, purulent drainage was coming from the tract. It was reported that the patient is doing "ok.".

Manufacturer narrative:
The customer's reported complaint description of patient infection cannot be confirmed given the patient centric nature of this serious adverse event (sae). No port device was returned for evaluation. In addition, there was no report of port/catheter device malfunction, damage or performance issue. The root cause of this patient infection sae could not be definitively determined, however, review of the incoming (catheter tubing), production and sterilization device history records showed no issues that would indicate a problem with device packaging/sterility. A review of the device history records was performed for the indicated lots for any deviations related to the reported failure mode of the complaint.  The review confirms that the lots met all material, assembly and performance specifications; i.e. No ncr associated with reported failure mode. Labeling review: the directions for use (dfu) that is provided in the reported kit contains the following directions and precautions: contraindications · catheter insertion in the subclavian vein medial to the border of the first rib, an area which is associated with higher rates for pinch-off. Warnings: · do not use syringes smaller than 10 ml syringe when accessing the port as system damage can occur. Flushing occluded catheters with small syringes can create excessive pressures within the port system. · do not forcefully flush the port system with any syringe size. After confirmation of patency by detecting no resistance and the presence of a blood return, use syringes appropriately sized for the medication being injected. Do not transfer the medication to a larger syringe. Failure to ensure patency of the catheter prior to power injection studies may result in port system failure and patient injury may occur. · do not power inject through a port system that exhibits signs of clavicle-first rib compression or pinch-off as it may result in port system failure and patient injury may occur. Absence of a blood return or a poor blood return can be a sign of a potential complication such as occlusion, kinking, breakage, pinch-off syndrome, fibrin formation, thrombosis or malposition. This should be evaluated prior to device usage. · a blood return should be present prior to usage of device for any therapy or testing. · do not attempt to measure the patient's blood pressure on the arm in which a peripheral system is located, since catheter occlusion or other damage to the catheter could occur. · if the patient complains of pain, or there is swelling when the device is flushed or when medication or contrast media is administered, evaluate the device for infiltration, proper needle placement, and potential complications such as occlusion, kinking, breakage, pinch-off syndrome, thrombosis or malposition. Failure to assess these complaints or observations can lead to device failure. Precautions to avert device damage and/or patient injury during catheter placement: · avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. · use only smooth-edged atraumatic clamps or forceps. · do not use the catheter if there is any evidence of mechanical damage or leaking. · avoid sharp or acute angles during implantation which could compromise the patency of the catheter lumen. · carefully follow the catheter to port connection technique provided in the dfu to ensure proper device connection and to avoid catheter damage. · assure tight connection between port body and catheter. · after implantation or any treatment via the port, the system should be flushed with normal saline for injection per institutional protocol. A review of the angiodynamics complaint system noted no adverse trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. Reference (B)(4).

Event description:
Additional information: further information was provided from the physician that the patient was still experiencing significant erythema and tenderness along the tract, and had seen infectious disease. The patient was given zyvox and was cleared for a surgery 10 days later, after another set of negative cultures.